Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact called and stated during fill 3/6 the machine alarmed with an" m31 air detected in cassette" alarm. Treatment was cancelled and the contact checked the cassette for fluid leak, where a leak was found. Per patient contact the cassette information had been disposed of. The patient's cycler was replaced. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact called and stated during fill 3/6 the machine alarmed with an" m31 air detected in cassette" alarm. Treatment was cancelled and the contact checked the cassette for fluid leak, where a leak was found. Per patient contact the cassette information had been disposed of. The patient's cycler was replaced. Additional information was requested and was not received to date.